Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation of a mildly tortuous internal iliac artery, the fox plus balloon ruptured at 6 or 7 atm at the first inflation. The procedure was completed using a non-abbott balloon catheter. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.